Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated that a measurement of zero usually is related to electromagnetic interference (emi). The consultant provided testing recommendations and suggested to the caller to find the source of the emi if this measurement is observed again. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of zero ohms. The caller stated that the lead checked out fine. No adverse patient effects were reported.